Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for a drainage procedure in the common bile duct. During the procedure, as the inner catheter was retracted to release the stent, resistance was felt and the catheter stretched. As a result of the stretched catheter, the stent was unable to be deployed. The procedure was completed with another device (device MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).